Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) was loose, and the collet knob was tight. The basket formation had a smashed appearance. There were no kinks noted in the catheter. Functional testing determined the handle actuates the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that would open and close when the handle was functioned, but in the open position the basket did not have the proper shape. The basket was tilted and did not have the proper symmetrical appearance. All devices are inspected for proper functionality, including basket parameters, multiple times during manufacturing and quality control checks. The issue occurred during use of the device. It is possible that procedural factors such as the location of the stone(s) and the path of the device inside the scope caused manipulation of the basket wires that changed the shape of the basket. It is also possible that forces were applied to the sheath during unpacking and handling that caused the issue. There was not enough information available to make a determination of the cause of the misshapen basket. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on 25nov2019.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a cystolith removal procedure using a ncircle tipless stone extractor, the basket failed to open. The user advanced the device through the cystoscope to the desired position and discovered the basket would not open. The user tried again, and the basket still would not open. The user changed to another same type device to complete the procedure. No adverse effects have been reported due to the alleged malfunction.